Manufacturer narrative:
Name and address- postal code: (B)(6), phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the coating of a roadrunner wire guide came off the wire guide. A photo of the device appears to show the distal inner mandril of the device exposed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence additional event information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 01jun2022. The device frayed/unraveled during the procedure. The device was flushed prior to removal from the holder. No pieces of the device had to be removed from the patient and a new wire was used to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a ureteroscopy, the coating of a roadrunner wire guide came off the wire guide. A photo of the device appears to show the distal inner mandril of the device exposed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence additional information received 01jun2022. The device frayed/unraveled during the procedure. The device was flushed prior to removal from the holder. No pieces of the device had to be removed from the patient and a new wire was used to complete the procedure. Additional/corrected information: b5, d9, h3 investigation evaluation: reviews of the complaint history, device history record, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that controls are in place to assure functionality and device integrity prior to shipping. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification. Based upon the available information and results of the investigation, cook has concluded that a cause of the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available but inadvertently omitted from the previous report. The procedure was a ureteroscopy.